Manufacturer narrative:
The device has been returned for investigation but the investigation is not completed yet. A f/u investigation will be sent when completed.

Event description:
The event is reported as: customer reported a broken piece of plastic found in the central housing of the device. No pt injury reported.